Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged and the laser beam was observed to be flashing during vaporization at 44,088 joules of use. The case was completed using a second fiber. Pt outcome: "no damages to the pt".

Manufacturer narrative:
Fiber analysis: the fiber's glass and metal caps were found to be detached; the fiber broken proximal to the adhesion zone. The metal and glass caps were returned with the device. The distal end of the outer flow tube was damaged and showed severe abrasion. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The fiber/cap conditions would result in forward firing. The probable root cause of the device failure was suspected to be heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure.